Event description:
Customer's mother reported a hypoglycemic event. The paramedics were called. The blood glucose reading was 23 mg/dl. Caller gave her son glucose tablets. Caller stated that customer did not eat or take the blood glucose reading. Caller went into his room and found his unresponsive. Caller was unable to find his glucagon pen. The paramedics treated at the residence. Customer was not taken to the hospital. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.